Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4318, lot #: 19131469, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having signs of infection after a revision procedure (MFR report #: 3006630150-2016-02647). Symptoms were fever, tenderness in the site and patient was not feeling well. The patient was prescribed antibiotics. The patient was admitted and underwent an explant procedure. The physician believed that infection was not device related. No device malfunction was suspected.